Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock while lying on their side due to a decrease in r wave amplitude creating oversensing of t-waves. There was also oversensing of noise observed. They were unable to recreate the change in morphology while the patient was in office. The sensing vector was reprogrammed and the device remains in service. No adverse patient effects were reported.